Event description:
Heat moisture exchange filter suddenly occludes, while in use on mechanically ventilated pts. No apparent cause, as filter is not covered with secretions, mucus, or pulmonary edema. Peak inspiratory pressures suddenly increase, and pts cannot trigger a breath from machine. Note: facility has used perhaps 25,000 filters in past 6 years, with only 3-4 occlusions per year, with obvious causes. They have experienced 6 in past 10 days with no apparent cause.